Event description:
Philips received a complaint by the customer on the v60 indicating that the devices o2 hose had a hole. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed that the hose on the back had hole and was wrapped with tape temporarily. The fse spoke to the equipment technician, and they mentioned they did not know what to do. They were able to provide an o2 hose, and the fse switched the hose which resolved the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.